Event description:
It was reported by pharmacist that the surgeon reported that after he had implanted a femoral nail and a locking screw, he has seen afterwards the pt and the locking screw was broken. It was further reported that the nail had to be replaced. It was further reported that the locking screw couldn't be completely retrieved.

Manufacturer narrative:
The device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.